Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing, with a green reload, seam guard buttressing material, the anvil bent and the endocutter could no longer be inserted into the trocar. A second like endocutter and additional reload was used to continue the procedure. There were no patient consequences reported.